Manufacturer narrative:
The device has not yet been made available for evaluation. Should further information or the device become available, a follow-up report will then be issued.

Event description:
Consumer's son alleges his mom while resting her feet on the floor she accidentally reaches for something and her sleeve catches the joy stick, the chair will allegedly activate, starts going in circles and allegedly throws her off of it.